Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged and was causing the patient to experience muscle stimulation. The patient was thought to have twiddled their device causing the dislodgment. Surgical intervention was performed and the ra lead was repositioned and remains in service. No additional adverse patient effects were reported.